Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination found that the hypotube had broken approximately 25.9 cm distal from the catheter's strain relief. Kinks were identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error, complaint report states that the lesion was severely tortuous. Heavily tortuous lesions are contraindicated in the dfu. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during percutaneous transluminal coronary angioplasty, the stent was unable to cross the lesion. Vascular access was gained via the femoral artery. The 2.75x35mm 90% stenosed eccentric and progressive target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery with a significant bend between 45 and 90 degrees. The 2.75x38mm taxus liberte stent was advanced but was unable to cross the lesion. The procedure was completed with a 2.75x40mm non-bsc stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed a shaft fracture.